Event description:
It was reported the patient experienced stimulation in the wrong location. The stimulation was felt on the "far right side of his thigh down to the foot". The patient could not feel stimulation in his back. It was believed "the electrode moved". The patient had a loss of therapeutic effect and the stimulation was not helping with his pain, instead, "it was making it hurt worse." The stimulation was turned off. There was not known incident related to the onset of the symptoms; it had started that morning. The patient had an appointment coming up with their hcp. The event was attributed to the lead. The patient had an x-ray in the hcp's office under fluoro. A lead revision was planned.